Event description:
It was reported that closure of an unspecified access site was attempted using three proglide devices. Reportedly, when the physician tried to pull the device back, he couldn't pull it back. The method used to achieve hemostasis was not provided. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported plunger retraction issue could not be determined. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.